Event description:
It was reported that the balloon ruptured. A 4.00 x 20 mm agent dcb was advanced for in-stent restenosis treatment, inflated once at 12 atm and ruptured. The device was removed using the normal method and the procedure was completed with a different device. The patient was in good condition after the procedure.